Event description:
It was reported that during implant attempt, the lead would bind in the introducer and the stylet would bind inside the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Summary: (B) (4) no anomalies found; full lead returned and analyzed; blood in/on helix mechanism.